Manufacturer narrative:
Follow-up #1 date of submission 12/15/2015-product analysis: the device was returned and evaluated by product analysis on 12/01/2015 with the following findings: no pump issue was revealed with investigation. Review of the pump¿s black box revealed no related issues or evidence of abnormal behavior. The pump¿s total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 299 mg/dl with extreme drowsiness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates; the basal delivery totals in the total daily dose did not match active basal program total without a known cause for variation. This complaint is being reported because the reported health event was attributed to a malfunction of unknown cause.